Manufacturer narrative:
(B)(4). Similar to device under 510(k) k063619. Summary of investigational findings: tds delivery wire ((B)(4)) and imwce coil ((B)(4)) returned separately for investigation. Inspection of devices found no issues. Performance test was made by connecting the coil to the delivery wire and simulating detachment, no issues found. Based on investigation of returned products, it is not possible to determine the exact root cause for the event, but plausibly the "unable to release coil" occurred due to not turning the pin vise counterclockwise to detach the delivery wire from the coil and/or to the pin vise not being properly locked to the proximal end of the delivery wire as specified in the IFU. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: since the coil would not be detached from the delivery system, these two devices were removed from the patient as a unit. Then, other devices were used instead. Patient outcome: there have been no adverse effects to the patient reported.